Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2019-00448. It was reported that the patient experienced discomfort at the lead and ipg sites. As a result, the patient's scs system was explanted on (B)(6) 2018.